Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that her son experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose level was 524 mg/dl at the time of incident and current blood glucose was 524 mg/dl. The customer was treated with manual injection. The customer does not allege pump was under delivering. It was reported that the insulin pump was shutting off. It was reported that the contacts on the battery cap were damaged. Customer stated that the display returned. It was reported that they had performed self test and was passed. The insulin pump will be returned for analysis.